Manufacturer narrative:
(B)(4). This complaint is related to the following for the same issue (different device) at the same user facility: MDR #1828100-2015-01028, MDR #1828100-2015-01030 and MDR #1828100-2015-01031. The field service representative (fsr) replaced the latch on the uas and the unit operated to manufacturer specifications and was returned to clinical use. There will be no part return. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the ultrasonic air sensor (uas) latch was missing. The uas was wrapped in velcro. There was no patient involvement.